Event description:
A healthcare professional stated that comparison blood glucose tests were performed using 2 different contour meters. One meter gave a reading of 89 mg/dl, while the other meter read 52 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The caller was advised to return the test strips for eval. Replacement test strips and 2 meters were sent to the customer.